Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, this 31mm valve was implanted low at about 12 mm depth with resultant moderate paravalvular leak (pvl). The decision was made to implant a second valve, valve in valve, with resultant mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).